Event description:
It was reported that in (B)(6) 2009 the patient presented to the surgeon for treatment. The patient underwent a discogram which ¿caused pressure, excessive pain and extreme discomfort.¿ reportedly the results of the discogram were inconclusive. In (B)(6) 2009 the patient underwent an unspecified spinal fusion surgery using rhbm-2/acs. Immediately following the first surgery, the patient began suffering extreme left leg pain, radiating down her leg, paralysis and numbness in her left leg. In (B)(6) 2011, the surgeon reportedly informed the patient that ¿she now had a bulging disk in back.¿ on (B)(6) 2012 the patient underwent another surgery using rhbm-2/acs. Post-op, the patient¿s pain, numbness, and immobility did not resolve. On (B)(6) 2012 an x-ray reportedly indicated that the patient needed a third surgery and had degenerative disc disease. The patient declined another surgery. On (B)(6) 2012 the patient had another epidural injection. On (B)(6) 2012 the patient was involved in an mva. On (B)(6) 2013 an MRI was performed. On (B)(6) 2013 the patient presented to another surgeon who recommended a neurostimulator for chronic pain. On (B)(6) 2013 the patient had another epidural injection. The patient reportedly cannot travel any substantial distance, cannot wear certain footwear, cannot dance anymore, suffers positional discomfort, immobility, and continues to have left leg numbness and paralysis, and has begun to suffer right leg radiculopathy as well. The patient reportedly underwent ¿medically unnecessary, experimental¿ spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted." ( first surgery) on (B)(6) 2009, the patient underwent spinal fusion surgery with rhbmp-2/acs. Since the surgeries, the patient could not travel any substantial distance, could not wear certain footwear, could not dance anymore, suffered positional discomfort, immobility, and continued to have left leg numbness and paralysis, and has begun to suffer right leg radiculopathy as well is now handicapped, partially paralyzed, immobile, and in constant pain. Her condition was embarrassing and emotionally draining, and painful.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.